Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device was alarming motor error. It was reported that the customer had previously reported button error issues, but now the device has motor error and is not functioning. The customer's blood glucose level at the time of incident was 90mg/dl. Troubleshoot was reported to be conducted. It was reported that the alarm history contained 3 motor error alarms, a motor position encoder error, and a motion sensor test failure. It was reported that the customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.